Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the pump eroding through the skin in the scrotum. All components were removed and replaced with a new ipp system. There were no patient complications.